Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Despite due diligent attempts to receive further information regarding this event, no additional information was received from the customer. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer) and h6 (health effect - impact code).

Event description:
Edwards received notification that an intuity elite valve will be explanted after an implant duration of approximately one (1) year due to moderate paravalvular leak and hemolysis.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.